Event description:
The patient was implanted with ventricular assist device (vad). It was reported by the biomedical engineer that the compressor of the driver supporting the vad stopped running. The patient was switched to the backup driver without incident. Patient remains ongoing on vad support.

Manufacturer narrative:
The reported event (driver stoppage) was confirmed in the driver's log file and also when the driver was functionally checked upon return. The driver was unable to generate any output flow when turned on. The driver alarmed continuously for low pressure and occlusion. While the driver was not producing output flow, the motor voltage from controller board was checked. The voltage was at the upper limit threshold - indicating that the controller board was operating properly. Both solenoids were checked and found to be switching properly. The compressor motor shaft was not rotating - indicating that the compressor had stopped. The compressor was removed from the driver for further investigation. The compressor motor was powered up directly at the terminals with a bench dc power supply. It did not rotate. The resistance between positive and negative terminals was measured using a multi-meter. The resistance was very high (several mega-ohms) and essentially open-circuited. Typically, the resistance between terminals is less than a hundred ohms. The defective motor was removed from the compressor. A replacement motor was installed and tensioned on the compressor. The compressor and replacement motor were functionally tested and passed all pressure and flow checks. Per the log file, the driver stopped producing output flow after 21 days of operation on the patient. The driver was returned and operationally checked. The failure was found to be due to a seized compressor motor. No trends have been identifed. The terminal resistance on the motor was essentially open-circuit. The driver has been serviced and returned to the customer. No further information is available at this time. The manufacturer is closing its file on this event.